Manufacturer narrative:
Device evaluated by MFR: gladiator elite 8.0 x40, 75cm, was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 9mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 20 atmospheres as per gladiator specification. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination identified no issues or damage to the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 40% stenosed target lesion was located in the arm. A 8.0 x40, 75cm gladiator elite balloon catheter was advanced for post dilatation. However, during third inflation at 18 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a non-bsc balloon. No patient complications were reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The 40% stenosed target lesion was located in the arm. A 8.0 x40, 75cm gladiator elite balloon catheter was advanced for post dilatation. However, during third inflation at 18 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a non-bsc balloon. No patient complications were reported and the patient was stable.